Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. MFR site: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a deviation in the position of the lead. It was noted that x-ray images and telemetry data was not available. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed since the lead had come off. Removal was scheduled for (B)(6) 2020, and the issue was not yet resolved as of (B)(6) 2020. It was noted that the disease the patient was originally/primarily treated for was failed back surgery syndrome (fbss). Additional information was received from the rep. It was reported that the lead was removed on (B)(6) 2020 as scheduled. The lead model and serial numbers were unknown. The deviation in the position of the lead was found via x-ray inspection. It was clarified that the deviation was about the position of the lead, referring to dislocation. The patient experienced treatment interruption.

Event description:
Device information provided.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.